Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (ID 826851) was placed at the bedside. While the surgeon was suturing the sensor, the monitor began alarming with message "sensor/cable failure". The bedside nurse swapped out the monitor and patient extension cable. Due to the issue, the sensor was removed and replaced with another sensor which worked well.